Manufacturer narrative:
Additional information: describe event or problem: new information from consumer, model number and UDI, date received, type of report: follow-up 1. If follow-up, what type: additional information. Patient code, results code, conclusion code. Recall. Correction/removal number: number. Investigation completed. Additional narrative below: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
Consumer reported that prior to the tampon experience, for months she had a swollen urethra and went to the doctor three times for it. Her doctor suggested an anti-inflammatory which she declined. Her doctor believed the inflammation of the urethra was related to the tampons and could be a prolapsed urethra but wanted her to see a specialist.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. We are also unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The incident occurred in (B)(6). The consumer reported that one sleek tampon (absorbency unknown) came apart into pieces upon removal and that she is confident she removed all pieces. She did not see a doctor to confirm.